Event description:
Following insertion of the introducer, air entered the hemostasis valve while aspirating blood. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 10f fast-cath trio introducer sheath, adaptor and dilator were received for evaluation. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. Microscopic inspection of the hubs and seals revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.